Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had "quite a few programs on the stimulator", but "all except one had disappeared". The patient wanted to have an appointment scheduled to meet with a manufacturer representative (rep) to do some reprogramming of the implantable neurostimulator (ins). The patient met with the rep months prior to the report and the rep put in a new program. The new program worked fine, but he started "having difficulties¿ and now the patient needed reprogramming. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jan-02. When asked to clarify if their difficulties after a new program was put in was a device concern, change in therapy, etc. The patient said ¿none¿. The patient was not sure of the circumstances that led to the programs disappearing and them having difficulties. However, in early november when they called to try another program, none expect f were available. The issue hasn¿t been resolved. They tried to get a local manufacture representative (rep) through their healthcare professional (hcp) but haven¿t received a call. No further complications were reported/are anticipated.